Manufacturer narrative:
Olympus technical assistance center (tac) informed the sales representative, the indicator will flash if there was no light guide cable connected to the socket. Tac instructed the sales representative to try exercising the tab at the 12 o'clock position on the socket. If the lamp indicator continues to flash, the subject device will need to be sent in for repair. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), the lamp indicator was flashing on the front of the video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it is likely the cause is related to a system abnormality between the front panel and the board. Olympus will continue to monitor field performance for this device.